Manufacturer narrative:
The reported event was addressed with phone support. The customer stated that the release button was pressed but the instrument could not be removed from the adapter. The customer used an allen key to remove the instrument, but the carriage of the instrument was loose. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, an instrument was stuck on universal surgical manipulator (usm)1. The customer stated that the release button was pressed but the instrument could not be removed from the adapter. The customer used an allen key to remove the instrument, but the carriage of the instrument was loose. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information about the reported event. All the universal surgical manipulator (usm) arms remained functionally operational. The referenced usm arm 1 will not be replaced. The customer indicated that it was unclear if the instrument on the usm moved in the intended direction with appropriate timing and scale. It was unclear if there was any shakiness. There was no instrument collision and no external collisions. The issue was intermittent. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.